Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant products: 5076 implantable pacing lead, (B)(6) 2005. A 419478 implantable pacing lead, (B)(6) 2005. Unknown competitor implantable tachy lead, (B)(6) 2000. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital for a revision due to a connection failure with the device. The device remains in use. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.